Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic treatment (antibiotic, dose, route, and frequency not reported) was extended for another week. Peritoneal dialysis therapy was ongoing and the patient was reported to be recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Pd therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.